Manufacturer narrative:
Device analysis report is attached. This report is submitted on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on may 8, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to pain with device use. It is unknown if there are plans to reimplant the patient as of the date of this report.